Event description:
The customer received a control reading that was not automatically marked by the contour next link as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. The customer returned the control solution for investigation. New meter and control were sent to her.

Manufacturer narrative:
See remedial action and correction/removal reporting number. This information was not provided in the initial report.